Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a business partner. It was reported that gablofen was being used in the patient's pump. It was unknown on what date the patient started using baclofen. There was no change in the baclofen dose due to the event and the baclofen was not discontinued due to the event. The post-surgical infection in the patient's back in 2009 was at the pump implant site. The infection was resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump usewas cerebral palsy and intractable spasticity. On (B)(6) 2017 it was reported that in 2009 the patient developed a post-surgical infection. It was determined that she had an infection while at a doctor¿s appointment. The confirmed infection was in her back. The strain of the infection was unknown. The patient could not confirm if it was by the catheter or not. She was on a pic line for about 3 months and they had to do a ¿clean out¿. The infection was resolved. The patient thought the baclofen concentration at the time was 500 mcg/ml but wasn¿t sure. The dose was about 130 mcg/ml. No further patient complications have been reported as a result of this event.